Event description:
The md was unable to pass the wire through the catheter. The catheter was removed and replaced without harm to the patient. Manufacturer response for vascular plug, amplatzer torqvue lp (per site reporter) clinical site notified local mfg rep directly.